Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the vascular sheath in the micro-introducer was not straight. There was also an angle between the vascular sheath and the dilator. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent microintroducer is inconclusive due to the state of the returned sample. One photograph of a 3.5 fr microez microintroducer was returned for evaluation. An initial visual observation of the photograph showed a microez microintroducer kit. Only the proximal end of the microintroducer could be seen in the returned photograph. The gray handle piece was not fully seated in the collar of the dilator and was sitting at an angle. No damage could be seen on the product in the returned photograph. Although the sheath handle was not seated in the collar of the dilator and was at an angle, it could not be determined if the microintroducer was bent due to the kit label covering part of the sample in the photograph. Therefore, the complaint is inconclusive at this time.

Event description:
Was reported that the vascular sheath in the micro-introducer was not straight. There was also an angle between the vascular sheath and the dilator. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.